Event description:
It was reported that during a case, the power on the unit went on and off. It was further reported that this resulted in a slight delay in the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.